Manufacturer narrative:
Programmed pump with the current time and date and monitored for two (2) days. No unexpected time gain/loss noted during monitoring period. The time and date function is performing properly. Device received with unexpected battery power loss and had high sleep current due to moisture damage on electronic assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the time goes too slowly on the insulin pump and customer had three new battery caps. Customer's blood glucose value was 3.4 mmol/l at the time of the incident. The customer was not assisted with troubleshooting. The device will be returned for analysis.